Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used in the ureter during a rigid ureteroscopy with stone extraction procedure performed on (B)(6) 2016. According to the complainant, during the procedure it was found that a 0.5cm section of the sheath at the distal end near the basket detached inside the patient's ureter. The detached piece of sheath was retrieved from the patient using a different basket, and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the returned device found that the basket was in opened/extended position when received. A small piece of the sheath was noted to be separated from the tip end of the device. The pullwire was also kinked at 4.7cm from distal end. The introducer was not returned. The evaluation revealed that a piece of the sheath separated from the device. Most likely that during the procedure the device could have been manipulated. The damage could have been generated due to the interaction with the scope, interacting with other devices, or due to manipulation. It is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause assigned to the complaint is ¿operational context." The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used in the ureter during a rigid ureteroscopy with stone extraction procedure performed on (B)(6) 2016. According to the complainant, during the procedure it was found that a 0.5cm section of the sheath at the distal end near the basket detached inside the patient's ureter. The detached piece of sheath was retrieved from the patient using a different basket, and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.